Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Date of event: unknown. Although requested, additional information has not been received from the reporter as of the submission date of this report. This report is for one unknown pectus plate. Part and lot numbers were not provided for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Date of implant: unknown. It is unknown if the reported plate is still implanted in the patient. The subject device is not expected to be returned to the synthes manufacturer for evaluation at this time. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that an unknown pectus plate broke post-operatively. This report is for one unknown pectus plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in the (B)(6) as follows: it was reported that an unknown pectus plate broke post-operatively. This report is for one unknown pectus plate. This report is 1 of 1 for (B)(4).